Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, damaged belt/unable to latch) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG a, b and the front therapy electrode additionally, the belt connector was damaged and was unable to latch to a monitor. The root cause for the open wire and damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that the electrode belt was damaged.